Manufacturer narrative:
Date sent: 8/12/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a colon procedure, the device would not cut and would not coagulate. The usual noise (click) did not occurred when the surgeon close the instrument's bites, and the coagulation was not correct. Another device was used to complete the case. There were no adverse consequences to the pt. Add'l info requested regarding coagulation.